Manufacturer narrative:
Initial reporter phone no. - (B)(6). The device was received for evaluation. During evaluation, the device 'system error 345 - thermistor disparity' was unable to be reproduced. Review of the event history log revealed system error 345 messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. No cause could be identified during evaluation but the ultrasonic sensor requires replacement as a precautionary measure. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum pump, the device alarmed system error 345 (thermistor disparity). No additional information is available.